Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the last swell of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp changed the arrangement of the bags during treatment by disconnecting supply bags from supply lines of the homechoice set and connecting them to different lines on the homechoice set. Tsc assisted hp in ending treatment early. Per rn, no patient injury or medical intervention was associated with this incident.